Event description:
It was reported that insulin from some of the reservoirs leaked. It was stated that the customer had a similar issue the night before, and the customer is concerned about the supplies while going on a camping trip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.